Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an allergic reaction occurred. Vascular access was obtained via the right radial artery with a 6f introducer sheath. The target lesion was located in the left anterior descending artery (lad). After a non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. A 12 x 3.50 promus premier&#10244;rug eluting stent was advanced and deployed to treat the lesion. Postoperatively the patient experienced an allergic reaction and was hospitalized for febrile neutropenia leukemia. The patient had a granulomatous intravascular reaction to a foreign body at the osteo-medullary biopsy. It was reported that the most probable cause is polymer embolization around the coronarography guide.